Event description:
It was reported that a few days after the implantation of a trochanteric nail, it was discovered that the lag screw had broken into the joint. There was no specific incident that had led to the fracture. There was no harm for patient, operator or third party reported. No further information was received. Update 08-may-2026 - further information was received: it was reported that the initial surgery was performed on (B)(6) 2026, and the revision surgery on (B)(6) 2026. Both surgeries were performed by the same surgeon. The patient has no further symptoms.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.